Event description:
The customer contacted olympus to report the instrument channel was clogged on their evis exera ii duodenovideoscope. Upon inspection of the customer returned device, the olympus repair center confirmed the clogged channel and also found it damaged where the forceps could not be inserted. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no report of patient injury.

Manufacturer narrative:
In addition to describe event or problem, the following minor defects were also found during inspection: scratched grip, connecting tube, switch box, scope connector and connector cover, light guide lens and cover glass, universal cord. Discolored scope cylinder. Deformed forceps channel port. Due to clogging of channel, the tube cleaning brush cannot be inserted. Word adhesive around objective lens. Corrosion around left arm. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The suspect device was returned to olympus for evaluation, upon further inspection of the device inside of light guide (lg) lens is dirty (dirt has adhered to the inside of the lens). This phenomenon identified during inspection is also a reportable malfunction / event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due foreign material was suctioned in the channel due to mishandling by the user, did not exit by reprocessing and remained in the channel; or the reprocessing method conducted by the user was deviated from method recommended in IFU. Additionally, the light guide (lg) lens cracked by physical stress made a gap at the lg-lens glue causing dirt ingress from there. Additionally, moisture invaded on device from leaking point, which corroded components inside the lg-lens. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿4.1 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.